Event description:
Caller reported that the pump screen was dark and unresponsive. There was no adverse impact on the customer's blood glucose level. Technical support advised the caller on several troubleshooting steps, including plugging the pump into a power source, which successfully turned the screen on. However, the pump display remained nonfunctional when not plugged in. As a result, technical support arranged for a replacement pump to be sent to the customer. The customer was instructed to keep the pump plugged in for screen use until the replacement arrives and to return the malfunctioning pump using the provided return box and pre-paid label.